Manufacturer narrative:
(B)(4). Evaluation summary: one unit was received by baxter for evaluation. The reported condition of broken was confirmed. Visual examination of the unit noted the purple coil cap separated from the housing. The root cause was determined to be a manufacturing defect. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
Baxter (B)(4) received a report that one (1) folfusor sv 2.5ml/hr device was found broken. This was found prior to patient connection. No patient involvement, medical intervention, or additional information. The sample is available for evaluation.